Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that hosp claims received box of simplex bone cement. One of the packs was broken. They destroyed it as instructed.